Event description:
Additional information reported that the event occurred while in use with patient. The patient's therapy was delayed.

Manufacturer narrative:
B5: additional information reported that the event occurred while in use with patient. The patient's therapy was delayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. A visual inspection was performed and the reported issue was not duplicated. The cause of the reported issue was due to the user. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.